Event description:
On (B)(6) 2010 during device evaluation by baxter the stop key on the pump head module on a colleague infusion pump was found to be not functioning. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Event description:
It was reported that revision surgery was performed, due to loosening of the fixation screw on the tibial insert. The patient had a previous revision surgery due to aseptic loosening of the tibial baseplate. The first revision was reported as MFR. Report #9613369-2010-00044.

Manufacturer narrative:
The condition of stop key on the pump head module is not functioning was confirmed. The pump head module keypad was replaced to correct the reported condition. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: this issue is being addressed under CAPA # (B)(4). (B)(4).